Event description:
(B)(4). My doctor recommended this type of birth control. I'm having a dull continuous pain where my coils are located. I can feel them move and when I'm fixing to start my period, the pain becomes 10 times worse around my coils. The pain goes down my legs. My periods last for 2 weeks instead of the normal 7 days. My speech is slurred and I can't keep my train of thought. My side effects has got progressively worse. I've had frequent headaches since I've got the essure procedure. I got the essure procedure done in (B)(6) 2015 after I had my son in (B)(6) 2014. Now in (B)(6) 2016, I'm feeling the whole side effects.